Event description:
During use of the bln product, the reinforced part of the hook wire was not fixed and was pushed back and couldn¿t be used (see attached photo), so the surgery was proceeded with another product.

Manufacturer narrative:
Sample is not available for return. An image was provided for investigation. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
The portion of the product returned consists of only the cannula. An accurate disposition of what is causing the customer trouble cannot be made having only the cannula and the pictures provided. The problem seems to be with the flexible j-curve wire. Without the wire, a proper investigation could not be executed to determine a root cause. Without a root cause, a corrective action could not be implemented either. If the sample is returned in the future, this investigation will be reopened.

Event description:
During use of the bln product, the reinforced part of the hook wire was not fixed and was pushed back and couldn¿t be used, so the surgery was proceeded with another product.

Manufacturer narrative:
UDI related data quality updates only.